Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The old ipg was replaced with a magnetic resonance imaging (MRI) compatible ipg. The explanted ipg was not returned as it was discarded by the medical facility.